Event description:
A journal article was reviewed that contained information regarding this device and lead. It was reported that the patient received an inappropriate shock while getting into the pool for water exercise class. He reported no dizziness or palpitation prior to the shock. He proceeded to exercise in the pool for 30 minutes. As he was getting out of the pool he received an additional four shocks. The patient was admitted to the hospital. Device interrogation showed noise, but no malfunction of the device. The pool was inspected by licenses electricians who did not detect any current leakage. Device and lead status is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "inadvertent detection of 60-hz alternating current by an implantable cardioverter defibrillator. Pace, 2002 april;, 25, (4), part 1.